Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in a coronary artery. A 3.00x32mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during procedure, the stent became stuck on the wire. The procedure was completed with another stent. No patient complications were reported.